Event description:
It was reported that prior to the start (post-anesthesia) of a da vinci-assisted surgical procedure, the prograsp forceps (pf) instrument was found to have a frayed cable. The procedure was continuing as planned. Intuitive followed up with the initial reporter and obtained the following additional information: ports were placed. No fragment fell inside the patient¿s anatomy. Post-operative tests like an x-ray or ultrasound performed were performed. The customer used a backup instrument to continue with the procedure.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The prograsp forceps instrument was found to have a frayed grip cable at the force amplification pulley and idler pulleys. Some wires were broken, but the cable itself was not fully broken. There was no discoloration, corrosion, or contamination observed on the cable that would occur from improper flushing or rinsing during reprocessing. Further inspection did not find abnormally sharp or damaged components that could have contributed to the cable breaking.